Manufacturer narrative:
The user facility was contacted but no service on the ventilator was requested. The user facility reportedly checked the ventilator after the event and no anomalies were found. The ventilator has been put back into service with no issues. No parts were replaced, and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
An FDA medwatch report # (B)(4) was received stating that: "ventilator high pressure alarm went off. Respiratory therapist went to patient room and found patient was in respiratory distress. No tidal volume returned to the patient, low oxygen saturation of 85-87%. Patient bagged with 100% oxygen and changed to a new ventilator. Stabled on the new ventilator. Original intended procedure was ventilation assist a patient."